Event description:
During the pulsed field ablation procedure, air aspirated from the sheath when the catheter was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The IFU recommends raising the proximal end of the introducer handle above the level of the insertion site/heart level and slowly aspirates the introducer prior to connecting continuous saline, which was not followed.